Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod their blood glucose level had decreased to below 70 mg/dl. The patient was was screaming as well as drooling and crying and was incoherent. Emergency medical technicians (emt) had arrived at the patients residence. No further information was provided as to this event.